Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo infusion set exhibited a cassette empty alert during patient use. The infusion set was accidentally snagged after bumping into an object, which required the set to be changed. No injury was reported.